Event description:
The fetal heart monitor ultrasound probe burned patient. There was another similar event with the same type probe that occurred recently as well. Manufacturer response for fetal heart rate ultrasound probe, fhr monitoring probe (per site reporter): service rep making arrangements for inspection. Manufacturer response for avalon fm50 fhm, avalon fm50 (per site reporter): service rep will be making arrangements to have it inspection.